Event description:
It was reported to philips that power errors were observed in the device logs, which can indicate an issue with booting. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.